Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap. Gastric bypass procedure the blue ancillary trocar broke off in the anvil. Another device was used to complete the cased with no patient consequence.